Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. A tolerance analysis found that when the reamer was manufactured at the minimum material condition and the implant at the maximum material condition a possible tolerance stack up could occur.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6) 2014. During the procedure, the glenoid component appeared to be too large. Another device was used to complete the procedure.